Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the keypad was damaged. The keypad responsiveness could not be tested. There was no contamination on the button contacts. There was visible moisture behind the display lens. There was evidence of moisture found internally on the display screen, main printed circuit board, and support bracket.